Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the alternating current (ac) mains connector is broken. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.